Event description:
It was reported that intermittent malfunction alarms occurred. Customer¿s blood glucose (bg) level due to the issue was persistently elevated, and the level was displayed as "high", although a specific value was not given. The customer addressed their bg with a manual injection each time. The customer reverted to an alternate method of insulin therapy.